Event description:
Was notified by abbott representative catheter was coded incorrectly, therefore the mapping machine didn't recognize the catheter. No harm was done to patient. All catheters were pulled from inventory, once notified. Reference report: #mw5149716.